Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia. The customer's blood glucose level was over 400 mg/dl and was treated with a bolus. The customer¿s other blood glucose were 106 mg/dl and 224 mg/dl. The customer inserted a new one and it worked until early morning but began alarming to "change sensor" all night long. When the customer got out of bed, they tried to get it working again, and called to troubleshoot, and was told to replace the sensor. Then, the customer got lunch, checked his blood glucose. However, the "change sensor" alarm persisted. When the customer got home, his blood glucose was back to the mid 200 mg/dl. The customer had some ketones in his urine, was taken to the emergency room after giving some additional insulin via intravenous, they were able to bring his blood glucose down from over 500 mg/dl to the 300 mg/dl. He was admitted to the hospital for the rest of the night and morning, and was discharged around noon, with instructions to be extra vigilant with testing frequently. The customer ran self test on the insulin pump and the insulin pump failed self test first time and received hardware low level failures alarm. The customer was able to clear the alarm and complete the insulin pump rewind. The insulin pump passed the self test. The insulin pump will not be returned for analysis.